Manufacturer narrative:
(B)(4).

Event description:
The consumer reported they felt pins poking them and felt like a tightened elastic band at the implantable neurostimulator (ins) site whether stimulator was on or off. It was reported that it did not change with the stimulation off. It was unknown what led to the event. There was a suspected latent infection versus mechanical irritation of the pocket. The manufacturer representative (rep) reported the ins was somewhat superficial according to the notes. The rep attempted to interrogate, reprogram, etc. But the patient wanted the device removed. The patient had not been seen since and a removal was not scheduled. Relevant medical history includes spinal pain.

Manufacturer narrative:
Correction: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Analysis of the 97702 ((B)(4)) found the ins to be functionally okay/insignificant anomalies. Analysis of the 3777-45 ((B)(4)) found #2 conductor to be broken 2.7 cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.